Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported motor error and no delivery alarms, as well as the insulin pump losing power and the settings being erased. The customer also stated that prior to the issues, he was in the hospital and was treated for high blood glucose levels. The customer asked to have the insulin pump replaced. Nothing further reported.